Manufacturer narrative:
The complaint device was not returned. An eval was done based on the event description and a supplied photograph. Results; the photograph shows that the heaterwire had dislodged from the retainer clip and retracted within the breathing tube. We could not determine the cause in this instance. However, we do know that milking or stretching the breathing circuit can cause the heaterwire to dislodge and retract. We include the following warning in our instructions for use: "do not stretch or milk the tubing." Conclusions: the device failed while in use. This is an unusual event with a low occurence rate. We will continue to monitor and trend all complaints reporting such faults.

Event description:
A hospital reported that the heater wire in a rt329 infant breathing circuit dislodged from the proximal position and retracted. The device was being used in a humidified nasal cannula application in the nicu. The breathing circuit was changed when the fault was discovered. No pt consequence was reported.